Event description:
Patient reports that a piece/tab on his nebulizer broke off. He is still able to use his medication but it is very inconvenient. No missed dose or adverse events reported. Unknown if available for return. No further information provided. Indication: other specified chronic obstructive pulmonary disease.